Manufacturer narrative:
Device evaluation summary: the reported channel 1 error was verified during service. The service technician was unable to duplicate channel 1 error. Ran multiple qc tests and multiple liquid tests and could not duplicate error. During testing found the flag height at the lower level of the limits and in the attempt to adjust it to center broke a screw. The issue was resolved by replacing the lift drive assy. Preventive maintenance was performed per specifications. D9: instrument was serviced at the facility by medtronic field service and was not returned to medtronic service center medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an act plus instrument, it was reported a channel 1 error after attempting a couple quality control tests. The instrument was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the channel 1 error is related to both liquid and electronic quality testing, and the lot numbers of control cartridges used is unavailable. Quality control performed on schedule every 8 hours for electronic qc every 7 days for liquid qc.